Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-03231.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.  Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the embolization was likely caused by the interaction of the previously placed mitral valve and the delivery system balloon. It is unknown if the descending aorta dissection/perforation was caused by CPR or from the embolized valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, this was a double tmvr-tavr. A 29mm sapien 3 valve was placed in a pre-existing surgical valve in the mitral position via transseptal approach. A ventricular perforation was observed and was repaired after the tmvr and the tavr. Per the fcs, the left ventricular perforation likely was cause by the guidewire during crossing the septum. After the tmvr, a 26mm sapien 3 valve was to be placed in the native aortic position, however during deployment the valve 'ejected' from the native annulus. The valve migrated beyond the left subclavian and was able to be deployed in a stable condition. A non-edwards valve was then placed in the aortic root. It was believed that the commander delivery system balloon interacted with the valve placed in the mitral position causing it to ¿eject¿ from the native aortic annulus. Patient became hemodynamically unstable and a pleural effusion was observed from a 'hole' in the descending aorta. Unsuccessfully attempts were made to repair the hole in the descending aorta with stent grafts. The patient subsequently expired. It is unknown if the hole in the descending aorta was caused by the CPR that was performed or from pulling the embolized valve back. There were no device malfunctions.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.